Manufacturer narrative:
Age at time of event: patient is 18 years or older. Device evaluated by MFR: promus premier ous mr 38 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with distal struts pulled proximally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-jan-2021. It was reported that shaft kink was encountered. The target lesion was located in the middle end of the left anterior descending artery. A 38 x 3.00mm promus premier drug eluting stent was selected for use. However, it was noted that the proximal end of the delivery shaft was kinked. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.